Event description:
The initial reporter complained of a questionable elecsys troponin t assay result for 1 patient tested on a cobas 6000 e 601 module. The initial troponin t result was 0.20 ng/ml. The same patient sample was retested on the same analyzer with a result of < 0.010 ng/ml. The patient had two additional samples drawn and both samples gave a troponin t result of <0.010 ng/ml from the same analyzer. All the patient samples were tested on a cobas e411 analyzer on (B)(6) 2019 and all the samples had troponin t results of < 0.010 ng/ml. The erroneous result was reported outside of the laboratory. The troponin t results of < 0.010 ng/ml were deemed to be correct. There was no adverse event. The field engineering specialist determined the measuring cells needed to be replaced. He replaced the measuring cells and checked the overall instrument operation. He performed a blank cell calibration and performance/precision testing. He performed successful calibration and qc testing. The service activities resolved the issue. No further issues following the service visit.